Manufacturer narrative:
A short test run prior to the repair showed that the bearings have been running gritty and have been vibrating. The heat up was reproducible during this test run. This indicated already that the ball bearings have been worn out, which was confirmed after disassembly of the product. The visual inspection showed that the head had some dents which did not directly cause a malfunction. But it is likely that they cause a misalignment and hence some tension within the spinning parts which results in higher friction and hence stronger wear of the bearings. To avoid such issues, the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a call with the dental office the dentist supplied following information: during the treatment the handpiece heated up but did not cause any injury. Patient just complained about heat. The office is not able to recall name of patient hence it is not possible to pull the file for further information about age, gender etc. Date of incident is best estimate.